Event description:
A discordant, falsely low parathyroid hormone (pth) result on one patient sample was generated on the immulite 2000 xpi. This result was reported to the physician. The same patient was retested at a different lab and obtained a higher pth result on an alternate system/method. There is no known report of adverse health consequences or patient intervention due to the discordant, falsely low pth result.

Manufacturer narrative:
The customer contacted a siemens technical service consultant (tsc). After analysis of the instrument data by the tsc, it was determined that the cause of the discordant, falsely low pth result on the immulite 2000 xpi is unknown. The instrument is performing within specifications. No further evaluation of the device is required.